Event description:
Information was received indicating that during an infusion of 2045ml/hr of ganciclovir a smiths medical medfusion 4000 syringe infusion pump that was programmed to deliver over one (1) hour, alarmed and completed the infusion in less than thirty (30) minutes. It was reported that the programming was confirmed by a second registered nurse prior to the start of the infusion. Per reporter the flush rate was checked after the infusion was completed and it was still programmed for 2.4 ml/hr. Reporter stated that the clinical engineering manager noted that the time was off on the pump and it was about fifty (50) minutes fast. Per reporter "that is pretty minor and was compensated for during the investigation." It was also reported that the data observed in the pump program history suggested that the user chose a 1ml syringe when a 3ml syringe was the actual syringe installed for use. No adverse patient effects were reported.